Event description:
It was reported that an alert for auto mode switch due to far r wave over-sensing on the atrial channel was observed on the device via a review of remote transmission. Programming changes were discussed but not made at this time. The patient was asymptomatic.